Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) inspected auxiliary 4.2 smart half height and confirmed all the pockets on row b was suffering from duplicate address errors. Fse powered down the station and replaced the row board cable. After reboot, customer recovered all pockets and reloaded them successfully. Then used medication profile and medstation performance analysis report (mpar) report to identify row board failures on auxiliary 3.1 and seated row board cable proactively. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary multiple drawers had failed. Customer confirmed that the error message was device not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.